Event description:
Patient suddenly experienced decreased therapeutic effect from medication in pump. Physician performed dye study which confirmed catheter patency, but verified that the pump rotor had stalled.